Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat and one opening curved on anterior. Leak test and microscopic analysis was performed which identified, three striated opening curved on anterior. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: three striated opening assessed, as surgical damage.

Event description:
The device has been explanted.